Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient stated that they allow their sessions go beyond indicated seven days. Patient was advised that dexcom can only stand by the seven day sessions, and was advised on the issues that can affect signal performance. Patient was also advised to have as few applications open as possible, and try not to sleep on top of sensor. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 02/12/2016 and could confirm the reported loss of connection.no additional patient or event information is available.